Event description:
It was reported that balloon rupture occurred. The target lesion was located in the mid right coronary artery. The physician selected a 2.50mm x 20mm maverick balloon catheter for predilation. However, on the first inflation the balloon ruptured at 12 atmospheres. The device was removed and advanced a 2.5mm x 20mm nc quantum apex balloon catheter and completed two successful inflations at 20 atmospheres each. The procedure was completed with implantation of 2.50mm x 24mm and 2.5mm x 12mm promus element stents. No patient complications were reported and the patient was doing great.

Manufacturer narrative:
(B)(4). Device evaluated by MFR: the complaint device was not received for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).